Event description:
During paroxysmal atrial fibrillation pfa procedure, transseptal puncture was performed and after inserting the volt catheter into the sheath, air was aspirated into the syringe. The sheath was exchanged but the same issue occurred. The second sheath was exchanged which resolved the issue. The procedure was completed successfully with no adverse health consequences for the patient.